Event description:
Customer reports via phone that a male having pe CT scan with contrast. Optiray 320, 100ml prefilled syringe (lot # p017a, expiration 02/2010) loaded into injector. Injection protocol set at 3.4 ml/sec for 100ml volume. IV access was the lt forearm with a 20 gauge angiocath. Injection started and CT scan performed with no problems reported. Pt did not express pain or discomfort, but technologist noted extravasation at the IV site. Estimated that approx 25ml of contrast may have extravasated. All scan images were good and bright with contrast, indicating to the technologist that the extravasation must have occurred at the end of the injection protocol. Pt treated with heating pad. During follow up call, the customer stated, "pt is doing fine. No skin discoloration, skin is soft and flat at extravasation site." Customer states, "they feel the event is due to poor IV site positioning and the injector is working fine." Customer does not wish to have the injector evaluated or checked.

Manufacturer narrative:
Customer CT dept supervisor states, "they feel the event is due to poor IV site positioning and the injector is working fine." Customer does not wish to have the injector evaluated or checked by manufacturing. Liebel flarsheim manufacturing report: when covidien product monitoring contacted the customer concerning this event, the customer stated "they feel the event is due to poor IV site positioning and that injector is working fine." Customer did not wish to have the injector evaluated or checked. Manufacturing search of service records show no service calls concerning this unit since dec. 2000.